Event description:
Customer called because she didn't know why her bg was high. Review of her pdm event history showed that she was experiencing bg levels between 380 and 415mg/dl over a period of 5 hours. The customer service representative noted that although her bg was high it appeared to be responding to the bolus doses a little bit and explained that if she wasn't getting any insulin her bg would only climb higher, it wouldn't drop or even hover. She didn't remove the pod at that time and decided to give herself a bolus by injection. The cs representative stated they would follow up in a few hours to see how she was doing. The cs representative called at the patient at 9:45am. Her husband said he had taken her to the hospital after her bg level didn't come down with the injection either. He said, she has kidney problems and although not on dialysis yet, she is on a transplant list. They didn't think there was a problem with the pod she was wearing. The doctor felt that the high bg was related to the kidney failure. No further information was reported. The product is not available for evaluation.

Manufacturer narrative:
The device involved in the reported incident is not available to be returned to the manufacturer for evaluation. No conclusion can be reached at this time. No further information regarding this event is available, and the file will be considered closed.